Event description:
Date of implant: (B)(6) 2021. The trailing haptic was separated just after iol implantation; doctor explanted the iol the surgery was completed with a back up iol. Patient impact: intra-operative explanatation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated - corrected to yes. Additional information: d9 - added date of product return. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Iol was cut into pieces and explanted. A broken part of the trailing haptic was not returned. The injector was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). Appearance check result was consistent with reported information. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2021. The trailing haptic was separated just after iol implantation; doctor explanted the iol the surgery was completed with a back up iol. Patient impact: intra-operative explanatation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.